Event description:
On (B)(6) 2015, the patient contacted animas alleging the patient¿s blood glucose on an unspecified date was below 40 mg/dl with severe dizziness and unsteadiness when standing and walking. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. It was reported the pump¿s time and date settings reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the alleged serious health event was attributed to a pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.